Event description:
Boston scientific received information via a user facility medwatch (volunteer report number (B)(4)) that this patient who consented to undergo coronary angioplasty, intra-coronary stent placement, atherectomy, and coronary artery bypass grafting (CABG) procedures expired twelve years ago. It was reported that the patient was given mephyton and experienced three lethal cardiac arrhythmia's. The official cause of death was not specified. Since no patient name or device serial number was provided, the status of the device could not be determined.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.